Event description:
It was reported ((B)(4)) that the customer had a severe damage to his body from the recalled reservoirs. The wife stated that in (B)(6) 2013, her husband's blood glucose was in the 900's mg/dl. The customer went to the emergency room and was diagnosed with kidneys failure, low pressure, and high blood glucose. The customer was taken by helicopter to another hospital where he had a seizure and required a ventilator. The caller stated that her spouse had a heart attack, stroke, and experienced high creatinine levels. The customer was off and on the ventilator, but finally he was removed from the ventilator. He was in the hospital for a while then moved to a nursing home for a rehab. It was stated that customer was going to have a back surgery on a pre-existing back condition. Since he spent so much time in bed in the hospital, his back pain became much worse. He had back and forth from the nursing to the hospital due to pneumonia and severe back pain. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.